Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. It is possible that the clip delivery system device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to remove the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the inability to remove the gripper line; however, based on the information reviewed and without the device to analyze, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the gripper line could not be removed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. After successful grasping, deployments steps were started. While attempting to establish gripper line removability, it was found that the line did not move. Several attempts were made, but were unsuccessful; therefore, the clip was not deployed and the cds was removed. A new cds was used without issue. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.